Event description:
The pt underwent a diagnostic angiogram for worsening claudication of both lower extremities, followed by an angio-seal deployment to seal the arteriotomy site. At an unknown later date, the pt developed worsening right extremity pain, ischemic rest pain, and a decreased ankle brachial index from 0.6 to 0.2. An ultrasound done in the physician's office suggested a femoral artery dissection. The pt was hospitalized and following correction of anti-coagulation, underwent a femoral angiogram which revealed a 99% stenosis of the common femoral artery just above the bifurcation. There was no difference in distal run off in the right leg. The decision was made to perform surgery to explore the right common femoral artery. The heparin drip was continued throughout surgery. Following identification of the superficial femoral artery, firm tissue was noted above the bifurcation, in the common femoral artery. The pt received heparin 3,000 units at that time. An incision was made in the common femoral artery proximal to the bifurcation; the collagen and suture with associated thrombus were removed. There was no evidence of dissection around the common femoral artery. The profunda and superficial arteries were flushed with heparinized saline to achieve distal flow. Proximal inflow bleeding was normal. A patch angioplasty was performed using a bovine paracardial patch at the arteriotomy site. A doppler study revealed an excellent biphasic peroneal signal and a biphasic dorsalis pedis pulse at the foot. Estimated blood loss was less than 100cc. The pt was reportedly stable and was transferred to the recovery room in satisfactory condition. The pt is reportedly recovering.